Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a mini cap on the dark blue connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. It was further described as ¿fluid leak from transfer set even locked¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury associated with this event, however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.